Event description:
"S/p b transax subgl 260cc gels (? Type - no records). The r was replaced secondary to ruptured -? Capsulx, but prob not as same incision (ax) was used - and replaced again secondary to 2nd r rupture. At that time, both were replaced 320cc submusc and the breasts lifted. Reports that the r is not moving like before - it is firmer recently. Denies h/o trauma or decrease in size. In addition pt has systemic probs which peaked prior to each removal and then subsided. They include arthralgias, myalgias, dysesthesias/paresthesias, spasms, swelling, l groin lumps, fatigue, sleep disturb, chills, headaches, tmjd, visual disturb, memory probs, dry mucus membranes, rashes, sen sun/cold (+ raynaud's)/chem/odors, choking sensation, gi/gu disturb, and pelvic pain. Pt is otherwise healthy."